Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the pump was noisy. The pump was replaced. Unrelated issues were found and corrected. The device passed all testing. The reported malfunction was duplicated.

Event description:
It was reported that during patient use a ventilator became noisy. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.